Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient had a post-meal hyperglycemia of 400 mg/dl which was confirmed by both freestyle libre 2 sensor readings and capillary blood glucose measurements. Additionally, an occlusion alarm from the pod was triggered approximately two hours after the meal bolus. Upon removal, the cannula of the pod was found bent. As treatment, a correction bolus was administered and a new pod was placed. Approximately 4 hours later, blood glucose levels normalized between 75 mg/dl and 150 mg/dl.